Manufacturer narrative:
The technician found a bolt was missing from the side rail end tube. The technician replaced the bolt in the side rail end tube to resolve the issue.

Event description:
The technician alleged the side rail would not latch up position. No pt impact.